Event description:
It was reported that this device could not be interrogated. An attempt to do a magnet reset was unsuccessful. Technical services advised placing a magnet and listening for any tones. A magnet was placed over the pulse generator, but no tones were heard. A 60/60 magnet reset was performed but the device still could not be interrogated. Technical services suggested the battery may be depleted, and the patient could potentially be unprotected. There were no adverse patient effects. The device remains implanted.